Manufacturer narrative:
The beckman coulter field service engineer (fse) confirmed that the probable cause was malfunctioning degasser and a 3-way valve. The fse replaced degasser assembly and a 3-way valve to resolve the reported issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of sporadic (g) flags on sodium (na), potassium (k), chloride (cl), and calcium (ca) analytes for patient results on their dxc700au clinical chemistry analyzer, (pn b86444, sn (B)(6)). The customer repeated the samples on another analyzer and obtained normal results. There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.